Manufacturer narrative:
Bayer case number: (B)(4). Chronic pelvic pain [pelvic pain]. Heavy and prolonged menstrual bleeding [prolonged heavy periods]. Abnormal bleeding [genital bleeding]. Back pain [back pain]. Itching [itching]. Menometrorrhagia [menometrorrhagia]. Abdominal pain [abdominal pain]. Fatigue [fatigue]. Chronic anxiety [chronic anxiety]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 20-apr-2026. The most recent information was received on 01-may-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 39 year-old female patient who had essure inserted (lot no. C13144) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 30 days after essure insertion, she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), heavy menstrual bleeding ("heavy and prolonged menstrual bleeding"), genital haemorrhage ("abnormal bleeding"), back pain ("back pain"), pruritus ("itching"), menometrorrhagia ("menometrorrhagia"), abdominal pain ("abdominal pain"), fatigue ("fatigue") and anxiety ("chronic anxiety"). Essure was removed on (B)(6) 2018. The patient was hospitalised from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (subtotal hysterectomy with bilateral laparoscopic salpingectomy). At the time of the report, the back pain, abdominal pain, fatigue and anxiety had not resolved. The outcomes for pelvic pain, heavy menstrual bleeding, genital haemorrhage, pruritus and menometrorrhagia were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, pelvic pain, genital haemorrhage, back pain, pruritus, menometrorrhagia, abdominal pain, fatigue or anxiety. Diagnostic results (normal ranges are provided in parenthesis if available): [microscopy] (date unknown): a tubal wall on all samples with no significant histological abnormalities. In places, the connective tissue is congested. No specific inflammatory damage. No proliferative process. The sample arrived in several fragments measuring from 1 to 8 cm. The sample weighed 60 g. Inclusion blocks were created. The different histological section planes essentially showed normal myometrial tissue. The secretory endometrium is very poorly represented. Conclusion: complete tubal wall sections free of any lesions indicative of dysplasia or malignancy. Fragments of myometrial resection with nothing histological of note. Normal endometrial lining. Batch number- c13144; manufacture date- 2014-01-20; expiration date- 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-may-2026: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Chronic pelvic pain [pelvic pain] heavy and prolonged menstrual bleeding [prolonged heavy periods] abnormal bleeding [genital bleeding] back pain [back pain] itching [itching] menometrorrhagia [menometrorrhagia] abdominal pain [abdominal pain] fatigue [fatigue] chronic anxiety [chronic anxiety] case narrative: the below report was received by health authority ansm reference number: (B)(4) on (B)(6) 2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 39 year-old female patient who had essure inserted (lot no. C13144) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 30 days after essure insertion, she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), heavy menstrual bleeding ("heavy and prolonged menstrual bleeding"), genital haemorrhage ("abnormal bleeding"), back pain ("back pain"), pruritus ("itching"), menometrorrhagia ("menometrorrhagia"), abdominal pain ("abdominal pain"), fatigue ("fatigue") and anxiety ("chronic anxiety"). Essure was removed on (B)(6) 2018. The patient was hospitalised from (B)(6) 2018. The patient was treated with surgery (subtotal hysterectomy with bilateral laparoscopic salpingectomy). At the time of the report, the back pain, abdominal pain, fatigue and anxiety had not resolved. The outcomes for pelvic pain, heavy menstrual bleeding, genital haemorrhage, pruritus and menometrorrhagia were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, pelvic pain, genital haemorrhage, back pain, pruritus, menometrorrhagia, abdominal pain, fatigue or anxiety. Diagnostic results (normal ranges are provided in parenthesis if available): [microscopy] (date unknown): a tubal wall on all samples with no significant histological abnormalities. In places, the connective tissue is congested. No specific inflammatory damage. No proliferative process. The sample arrived in several fragments measuring from 1 to 8 cm. The sample weighed 60 g. 5. Inclusion blocks were created. The different histological section planes essentially showed normal myometrial tissue. The secretory endometrium is very poorly represented. Conclusion. 1- complete tubal wall sections free of any lesions indicative of dysplasia or malignancy. 2- fragments of myometrial resection with nothing histological of note. Normal endometrial lining. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.